Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 8:00am. The patient manages his diabetes with self-adjusting insulin. The patient stated that he increased his dose of humalog insulin (dose not provided) on (B)(6) 2015 at 8:00am in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizziness and shaky" 16 hours after the alleged product issue began; however the patient denied that he received treatment. At the time of troubleshooting, the csr noted that the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip completely drew in the blood sample, the patient was using the correct testing technique and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.